Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on november 03, 2017, (B)(4).

Event description:
It was reported that the patient experienced several infections at abutment site and subsequently had the site cauterized on four separate occasions (date not reported). Clinical management is ongoing.